Manufacturer narrative:
The clinical specialist visited the site to perform a system checkout. The system was full functional and passed all testing. The axiem box that was switched out was returned for analysis; the unit was connected to a test system with the ent application. The test system reported that the axiem box, and emitter was showing a communication error. The em interface reported a fault on coils one, two, and three. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a em navigation device being used prior to a procedure. The manufacturer representative reported that the account called to report that while prepping for a case, the instruments were not detected. They brought in a new axiem box with the same emitter and were then able to track. They also thought they saw the fault light flickering on the box. The issue occurred prior to the patient entering the room.